Event description:
It was reported that the fiber did not fire. There were no error codes at 0 joules. Also a decrease in fiber vaporization was noted. Gland volume 48 ml. The procedure was completed with a second fiber. Patient outcome listed as: "no complications, procedure."

Manufacturer narrative:
Product evaluation: failure analysis for fiber model # 0010-2090; lot #318h; serial # (B)(4). The fiber/glass cap is halfway fractured distal to glue zone; the fiber/glass cap distal part is detached and not returned; the heat shrink tube is severely melted and some sections are missing; the fiber is blackened; the fiber/glass cap exhibits contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. Refers to forward firing of the side firing surgical fiber; a code request has been submitted.